Event description:
18f manta vascular closure device used for femoral access closure. Post-procedure angio showed access below bifurcation. Flow beyond closure device but area of closure appears compromised.